Manufacturer narrative:
(B)(4). A visual inspection of the incident device found no issues with the handset. We were unable to duplicate the constant beeping reported by the customer. When plugged into a forcetriad generator, the device activated on its own. This has been identified as a trend and addressed by recall (B)(4).

Event description:
The customer initially reported that the device was beeping constantly while in use. Another device was used to complete the procedure without incident. There was no pt injury. The device was returned for evaluation and during testing was found to activate on its own.